Manufacturer narrative:
The implant date of (B)(6) 2017 is an approximate date. Only the year (2017) is known.

Event description:
It was reported that the patient experienced groin pain two years after the implantation of an artificial urinary sphincter (aus). The groin pain was on the side where the aus was implanted. The patient previously received two computed tomography (CT) scans, and an ultrasound that were inconclusive. The patient did report however that a simple groin pull, or a hernia were ruled out. The aus remains implanted. The patient was advised to seek further assistance from their physician.